Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they customer experienced high blood glucose. The high blood glucose level was 600 mg/dl. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. It was unknown about using auto mode or not. The insulin pump will not be returned for analysis.